Event description:
The manufacturer received information from a sales representative who visiting a patient for periodical device checking, when the sales representative alleges a ventilator service required alarm had occurred on the trilogy evo device. The sales representative replaced the device with another one. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check of the device. The manufacturer¿s service technician confirmed the customer¿s issue when they observed error codes internal battery not detected and event battery not charging fault in the device¿s event log. The service technician replaced the device¿s system printed circuit assembly board and detachable battery to address the event battery not charging fault issue and the device's internal battery to address the internal battery not detected issue. Additional findings not related to the malfunction/issue the manufacturer's service technician observed another system error, event fan1 failure, in the device's event log. The manufacturer's service technician replaced the device's fan to address this issue. After all the parts were replaced on the device, the manufacturer's service technician performed the final and run-in tests, along with the battery and valve checks for this device. The manufacturer's service technician determined the device was operating properly and it was cleaned.